Manufacturer narrative:
One (1) unused representative sample was received and evaluated. No abnormalities were noted, gown met product specifications. O&m halyard, inc. Is the specification developer and complaint handling establishment of the halyard impervious open-back gown blue knit cuffs large. The part number 69455 is contract manufactured by andersen industries co. Ltd., (FDA registration number 3015960676). Supplier corrective action request (scar) was submitted to the manufacturer on january 30, 2026. The device history record (DHR) for the complaint lot was reviewed in its entirety, and no abnormalities or deviations were identified. The product met all established inspection and release criteria at the time of manufacture. There have been no changes to the product design, raw materials, or manufacturing processes associated with product. Additionally, the contract manufacturer confirmed that no new personnel were assigned to the production line during the manufacture of this lot. This is the first complaint of this nature associated with this gown. A review of complaint data confirms that there is no adverse trend related to this issue. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
On (B)(6), a staff member experienced strikethrough on the forearm that resulted in a chemical burn. The employee washed the affected area with mild soap and water and completed the remainder of the shift. The incident was reported to employee health; however, to the manager¿s knowledge, the employee was not prescribed any additional treatment or further evaluation. The employee returned to work on (B)(6) with no medical treatment reported. At the time of the incident, the employee was wearing medline gloves. The burn occurred above the glove line. It is currently unclear whether the reaction was caused by the chemical in use, the gown sleeve, or the gloves. The employee is known to have a general allergy sensitivity. The chemical being used at the time of the occurrence was ecolab multi-enzymatic concentrated detergent. The manager stated the facility has used the same gown style for more than eight years. Staff members change gowns three times during an eight-hour shif; twice for 15-minute breaks and once for a lunch break. Employees in this area are routinely exposed to heavy fluid levels.